Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During the preparation for a hybrid surgery when the patient was already in the room and intubated, the contrast medium pump was coupled with the system table of the angiography system. An arc was formed at the connection between the table, and the pump (according to the user's report with a pilot light) and as a result, there was a strong odor caused by burnt plastic. The system was immediately shut down, and the intubated patient was safely removed from the system, and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved. The system and the contrast medium pump were shut down. After these measures, the plug connection between the pump and the system was inspected, and burn marks were visible. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. After a thorough investigation it was found that the incident described did not originate from the siemens system, but in all probability from the third-party injector connected to the siemens interface. Whether this can be confirmed by the manufacturer of the injector is not known as we do not have any information. Therefore, siemens has thoroughly checked the system and could not deduce a system error. However, it could be determined that a fuse had blown, which suggests that overvoltage was supplied by the third-party product. The blowing of the fuse represents a protection for the system,which is working properly. Because the overvoltage supplied by the third-party product left smoldering traces on the plug socket (interface), siemens replaced it as a precaution. A system error could not be determined by the investigation and the system works as specified. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.